Manufacturer narrative:
Received a 12.5f x 28 cm silicone hemo-cath for evaluation. A visual inspection reveals the catheter to be in 3 pieces. The lumen is separated at the hub and there is a tear/cut 1/2 inch above the cuff. A dimensional analysis of each lumen section showed it to be with specification. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. During manufacturing this device family is 100% leak tested using 45psi of air. If the tear was present as that time the device would have been rejected. There is no evidence of swelling, crumbling, discoloration, degradation or polymer variation of the lumen and extension material. The device was implanted and functioning for 1 month, we are unable to determine the cause or factors that may have contributed to this event. There is no evidence of a manufacturing error.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete a final report will be submitted.

Event description:
The catheter was placed in the right internal jugular vein. Before inserting the catheter, the patient was in very poor general condition. After inserting the catheter, the condition had been in good without any problems in the catheter. One month after insertion they found a rupture of the catheter. The catheter was removed.